Event description:
Information was received from a patient (pt) regarding an external device it was reported that pt went to charge their implantable n neurostimulator (ins) yesterday and got 'settings not available' message. Today the message appeared again and also showed 'recharger problem' message and it wouldn't allow them to charge. Pt went out of town this weekend and last time they charged was last week and it was working fine. Ins was only at 30%. Reviewed the meaning of the messages. Reviewed medtronic will replace the recharger due to 'recharger problem' message. Reviewed settings not available could be due to low ins charge. Reviewed to charge the ins after pt gets the recharger replacement and see if settings not available is resolved. If not resolved, pt can try other groups and follow up with hcp. A replacement recharger was sent out. Additional information was received from a patient (pt). It was reported that there were two issues: the recharger an the settings not available message. They were sent a recharger and that the fine but they then found out one of their leads were broken and had to be reprogrammed. The pt stated that the reprogramming worked however, they know that their machine is old and needs to be replaced per the rep. The pt then stated that their implantable neurostimulator (ins) now works properly.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, : due to the patient having multiple leads implanted, it was unknown which lead was broken. Product ID 3986a (serial: (B)(6); implanted: on (B)(6) 2007 product ID 3986a serial: (B)(6); implanted: on (B)(6) 2006 product ID 3986a serial: (B)(6); implanted: on (B)(6) 2006 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the settings not available message appeared at the same time as the charger error and it wasn't charging. They were then sent a recharger that charged up their machine but saw settings not available still. They contacted their doctor regarding the message and contacted a manufacturer representative (rep) to schedule an appointment with them. The rep reported that one of the 4 modes was not working and they reprogrammed it to the other 3 which are working. The rep stated that if any additional ones do not work, it will need to be replaced. The pt stated that the issue has been resolved.